Event description:
On (B)(6) 2024,senseonics was made aware of an incident where the user had two sensors inserted next to each other in the same arm, causing signal interference for the transmitter to link with the new sensor. The user had to go back to their hcp for an additional procedure for removal of both sensors and a new sensor insertion.

Manufacturer narrative:
This case was created to document the user having to go back to the hcp for an additional procedure for removal of both sensors and a new sensor insertion.the user was advised to use the bg meter as a backup plan until the sensor is replaced. No further investigation was found necessary for this complaint.